Manufacturer narrative:
H6, the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned gii spc p/s hous collet s 3-8 confirmed the screw and other pieces are broken off the device. All pieces were returned with the device. A review of complaint history on the listed part revealed no additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tka, after impacting the ps box chisel and going to unscrew the holding screw to readjust the genesis ii spc p/s hous collet s 3-8, it was noticed that such screw was broken. The incident occurred with instruments outside the patient; all pieces were located. Case proceeded without any delay, using the same device. Patient was not harmed as consequence of this problem.